Event description:
An article was received where it was reported that a cohort of 104 patients underwent vns revisions to determine if ent involvement could prevent complications. Nine patients experienced left vocal cord immobility post-op, and three patients had pre-op vocal cord immobility. Post-op infection was seen in two patients, and one patient experienced post-op hardware exposure. One patient's lead was adhered to the internal jugular vein and upon dissection, the vein was injured and subsequently sacrificed. No additional information has been received to date.